Event description:
The customer reported the knife of the single use 3-lumen needle knife pierced the sheath and protruded. The issue occurred when the device was inserted into a scope and the physician tried to project the incision knife at the tip. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the wire sheathing had turned over toward the proximal side. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
During device evaluation at olympus, it was found the dissection knife was retracted into the tube. When the slider was pushed and pulled, the dissection knife protruded from the tip of the tube. The protruding dissection knife had no wire sheathing. When operating, the slider with the tube tip was bent and the incision knife protruded from the tip. No abnormalities were found on the other side of the tube near the tip. No leakages were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the broken knife could not be replicated and there were no cracks or tears in the distal end tube, a definitive root cause of the broken distal end could not be determined. Although the root cause of the peeled cover and exposed knife could not be determined, the cutting knife was moved while the end face of the coated portion of the wire was caught on something. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : when using the kd-v451m, and any irregularity is detected on the coated surface of the cutting knife, immediately stop using it. Otherwise, patient injury such as perforation, bleeding, and mucous membrane damage could occur. When resistance to extension of the cutting knife is encountered, lower the forceps elevator to the position that allows you to easily extend the knife. Forcibly extension of the knife may cause patient injury such as bleeding. This may also damage the instrument. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.